Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient developed a hematoma at the ipg pocket and epidural space post-operatively. The patient was admitted to the hospital and the physician decided to remove the device. There have been no reports of further complications regarding this event.